Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to imperfection of proper reprocessing caused by leakage from biopsy channel. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the angulations were low. In addition to the foreign material inside the nozzle, other evaluation findings are as follows: there was a leak in the instrument channel and the forceps passage; there was a halo image due to peeling on the cement objective lens; there was play in the right/left and upward/downward control knobs; the distal end had multiple dents and scratches; there was a crack and peeling cement on the light guide lens; the bending section cover glue was cracked; the insertion tube had a buckle; and there were minor dents and scratches on the scope connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had reduced angulation and did not retroflex well. This occurred during a diagnostic esophagogastroduodenoscopy (egd) procedure. The procedure was completed with no delay using the same reported device. There was no report of patient harm. The device was returned, evaluated, and there was a white substance found inside the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.